Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensed noise which lead to a few seconds of pacing inhibition for a pacemaker dependent patient. The patient was asymptomatic. The associated pacemaker was reprogrammed and remains in service.